Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Per initial report, the home pt had disconnected to pt line of the homechoice set from the transfer set during a dwell phase. The home pt then fell asleep and awoke to the homechoice machine alarming and reconnected to the setup. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.